Event description:
Information received from the field does not address the patient's clinical status but notes that two days post implant, the patient presented with atrial bipolar lead impedances of >2500 ohms. Pacing and sensing were compro- mised in the bipolar configuration. The physician opened the pocket and disconnected the lead from the pulse gener- ator. After reconnection, normal impedances were observed. A post-op checkup found normal and stable impedances.